Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed, it was found that the socket slider switch was worn and causing intermittent use of high intensity mode however, there were no issues with the device not showing images as alleged by the customer. Additional findings include the following: the front panel mouth was cracked, and the olympus lamp life meter was reading over 500+ hours ¿ the lamp life was expired. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was not showing images when the scope was connected, possibly due to a loose socket. The issue was found during preparation for use and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was a scope detection issue. However, the definitive root cause of the scope detection issue could not be determined. It is possible that the scope could be detected due to the wear of the slider switch socket. Olympus will continue to monitor field performance for this device.